Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was getting to where they had to strain to urinate and wanted to turn it up. The patient experienced a gradual loss or change of therapy at the end of (B)(6) or beginning of (B)(6) 2016. The patient didn¿t feel stimulation. When the patient tried to turn stimulation on, they realized they needed new batteries as the patient programmer would not light up and was dark on (B)(6) 2016. The patient didn¿t have any and would get some and call back. The next day, the patient had the poor communication screen with and without the antenna on the programmer. The patient was not recently implanted and did not have a revision surgery. The patient used the antenna and confirming it was secure and syncing with the implantable neurostimulator (ins) did not resolve the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the strain to urinate and not feeling stimulation sensation occurred after a shoulder surgery on (B)(6) 2016, that was unrelated to the device or therapy. The patient noted that they had to catheterize themselves. They also reported a sudden, daily, return of symptoms, and said they could not go to the bathroom like they were before. The return of symptoms started about 3 weeks prior to the report. The patient programmer (pp) showed the patient was on program 1 at .3. They felt stimulation in the rectum. Stimulation was increased to 4.4, which was very uncomfortable, so they decreased it to 3.2. The patient would leave it on the current settings and continue to track their symptoms. It was recommended to follow up with their healthcare provider.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient indicated that they catheterized themselves with a catheter bag and the stimulation implant was put in to help with the patient straining to urinate. It was also reported that they were having trouble with the programmer. They had a lot of pain in the rectum area and "where the programmer was" and had to turn the stimulation down. They planned to contact the healthcare provider soon regarding the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.